Event description:
It was reported that during a lap cholecystectomy procedure, during the initial firing, the device locked down and they had to force it open. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.